Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information was requested and the following was obtained: follow up received from affiliate: did iris seal separate (pull apart)? Or did iris seal just tear? Just tear. Did any part of device break loose and fall into patient? No. If part fell into patient, was part retrieved from patient? How was case completed? By using another cartridge, the case had been completely.

Event description:
It was reported that during a billroth I procedure, while the surgeon pulled out the stomach through the device, it torn out. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.